Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hair found inside a powerpicc kit is confirmed, but the root cause could not be determined. One opened 4 fr s/l powerpicc kit was returned for evaluation. An initial visual observation of the returned kit showed no packaging as the drape and tray were returned opened with no observable blood use residues. One hair was found inside the kit tray under all the kit contents. It could not be determined when the hair entered the kit contents as the kit was returned opened. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that user had their ppe on and when they went to go into the PICC tray they found a hair underneath the drape in the kit. Had to open another kit. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that user had their ppe on and when they went to go into the PICC tray they found a hair underneath the drape in the kit. Had to open another kit. No other information was provided.